Event description:
Pharmacist reported that cassette was leaking during a cataract surgery (before intraocular lens implantation). The drain bag was torn. Cassette was changed. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 03/14/2014. (B)(4).